Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The patient was treated with continuous intra-peritoneal (ip) vancomycin (1gm), ip zenium (1gm), ip ceftazidime (1gm) (1.5% 2000ml bags, 6hrs/day for 14 days). The cause of the peritonitis is unknown. At the time of this report, the patient was still hospitalized for this event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.